Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no sound from pump/alarms" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found the no sound on unit. The speaker required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had no sound from pump/alarms found during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device was previously serviced, but greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.